Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A synergy ous mr 3.50 x 20mm was deployed to treat the target lesion. After the synergy stent was deployed, the physician noticed an edge dissection. A synergy stent was deployed overlapping to cover the dissection to complete the procedure. No further patient complications were reported.